Manufacturer narrative:
Product information in d4 has been updated to provided corrected information. The lot number was not provided so the lot number and the UDI# are unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cannula seal will not be returned to isi as it was discarded by the customer. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the cannula seal fell inside the patient. All of the pieces of the seal were retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, a broken cannula seal fell into the patient. Operating room (or) staff informed technical support engineer (tse) that all of the pieces were retrieved except for a small piece of the green cannula seal. Caller also informed tse that the surgeon attempted to look for it, however, was unable to locate it. Tse advised the caller that the missing piece of the cannula seal is radiolucent and would not likely be detected by x-ray. Caller confirmed that there were no technical issues with the system and is proceeding with the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site and the following additional information was obtained: the surgeon ended up finding the missing piece and everything was retrieved.